Manufacturer narrative:
The kavo device l68b used for treatment is still in circulation in use. The customer seems to have isolated the issue to the dentsply tips. A non kavo product. Dr. (B)(6) reports that the kavo l68b does not have an issue with properly holding burrs or other plastic tips. She has also contacted dentsply. Dentsply implied that their tip was for mid-west devices only, but then changed their ton stating they can be used on other devices. There is no information available regarding the condition of the tip and the shaft dimensions of the tip. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare and maintain the handpiece for each treatment and how to use it. 2.2 improper use: because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. Check the technical condition before each use. Also refer to: 2.3 technical condition: never press the push-button during operation of the device. Never use the instrument to keep the cheek, tongue or lip at a distance. Never touch soft tissue with the handpiece head or instrument cover. Do not use the medical device as a light probe. Use an appropriate light probe for illumination of the oral cavity or site of preparation. After treatment, place the medical device properly in the cradle without the dental tool. Do not operate the medical device at eye level. During the preparation of abutments, heat transmission can cause thermal damage to the jawbone. During the preparation of abutments, make sure that the preparation times are short and that there is sufficient cooling. 2.3 technical condition: a damaged product or damaged or not kavo original components could injur patients, users or third parties. Only operate devices or components if they show no signs of damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions damage (e.g., from dropping), irregular running noise, excessive vibration, overheating, dental tool is not seated firmly in the handpiece, to ensure optimum function and to prevent property damage, please comply with the following instructions: service the medical device regularly with care products and systems as described in the instructions for use. The device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time. 2.4 accessories and combination with other equipment use of non-authorised accessories or non-authorised modifications of the device could lead to injury. Only use accessories that have been approved for combination with the product by the manufacturer. Only combine with approved kavo shanks. Only use accessories that are equipped with standardised interfaces. Do not make any modifications to the device unless these have been ap proved by the manufacturer of the product. Use original kavo spare parts only. The lack of control equipment for changing the speed range and the direction of rotation can lead to injury. Control equipment for changing the speed and the direction of rotation must be present. Follow the instructions for use of the shank. Comply with the instructions for use of the treatment centre / control unit.

Event description:
During a routine dental cleaning procedure, a dentsply polishing tip (identified as either a dentsply enhance or pogo tip) became dislodged from the l68b head. The patient informed the provider that he had swallowed the polishing tip. The provider confirmed that the polishing tip was no longer attached to the l68b head. Xray results confirmed that the polishing tip passed through the patient's gastrointestinal tract without complication. Patient is doing well without any medical intervention.